Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 416 mg/dl. Customer was tried to bolus and received insulin flow block alarm. Troubleshooting was declined for insulin pump. Customer was feeling thirst and feeling tingly. Customer stated that feeling ok to troubleshooting. Customer declined troubleshooting believing it was site issue. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer changed sets and was not doing troubleshooting. The insulin pump will not be returned for analysis.